Event description:
The customer alleged that the device went inop while on a pt with error e10. There was no pt harm or change in therapy as a result of the malfunction. The mallinckrodt factory service department (fst) inspected the device and replaced the I/o pca. The unit then passed extended self testing.